Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. Inconsistent meal announcement patterns and significant glucose variability with prolonged periods of hyperglycemia were found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemic event on the reported event date followed a significant hyperglycemic excursion, likely due to a meal where no meal announcement was given. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a missed meal announcement that resulted in increased correction insulin dosing and therefore increased the risk of hypoglycemia. The user's pattern of missed meal announcements likely led to maladaptation of the device, further increasing the risk of hypoglycemia. Having all of the cgm glucose alerts in the ilet turned off likely contributed to the severity of the event.

Event description:
On (B)(6) 2024 a beta bionics regional clinical manager (rcm) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on(B)(6)2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported they experienced a low bg event that resulted in two separate car accidents. In the first incident, the user crashed their truck but was cleared by responding officers, who did not recognize signs of hypoglycemia. Shortly afterward, the user hit a pole in a second accident, continuing to drive for a mile before being stopped by law enforcement. Paramedics administered glucose at the scene, raising the user's bg to a safe level, and the user's spouse transported them home. During the event, the user reported memory issues, disorientation, and "feeling scrambled." The user did not recall their exact bg values, but stated the paramedics said it was in the 40s mg/dl. The user reported missing meal announcements that day due to active work conditions. The user later met with their healthcare provider (hcp) where all ilet alerts were turned on (they were previously turned off) and raised their bg target. The user was also advised to announce meals, consider disconnecting during physical activities, and avoid high bg levels to prevent subsequent lows.